Manufacturer narrative:
Investigation summary: investigation summary: the device was inspected and a hole was found in the pebax area with reddish material inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks, scratches and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint was confirmed. The root cause of the damage on pebax cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter. During the procedure, the pressure value increased to 40+g. The catheter was withdrawn and they noted blood inside the pressure receptor on the tip of the catheter. The second catheter was used to complete the procedure. There was no report on the patient injury. Additional information was received confirming that there was no physical damage on the pressure receptor. An 8f short crural sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. The force issue was assessed as not reportable. The issue was highly detectable when occurring. The potential that it could cause or contribute to a death, serious injury, or other significant adverse event was low. The reported blood inside the pressure receptor (pebax) was assessed as not reportable. There was no damage to the pebax integrity that could cause the foreign material to travel into the blood circulation. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster failure analysis received the device for assessment and discovered on november 15, 2018 that the clear pebax sleeve has a hole approximately 5.5 mm from the distal end of the tip dome with metal exposed with reddish brown inside of it. Additional assessment was performed on december 6, 2018 and the scanning electron microscope (sem) showed evidence of mechanical damage, stress marks, and a hole on the pebax surface. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The hole on the clear pebax sleeve has been assessed as a reportable malfunction. The awareness date of this reportable issue is november 15, 2018.